Event description:
During the surgery physician used endeavor resolute rx 2.25mm x30 mm to treat severely calcified lesion with 85% stenosis in lad. The device could not pass the lesion, which was pre-dilated (at 6 atm). The device was inspected prior use with no abnormalities noted. The device was prepped before use according to instructions for use. The physician used a new device (same size) to complete the surgery. No patient injury noted. Analysis of the returned device was completed on (B)(6) 2015. It was noted that the stent was deformed. Evaluation summary: the stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 3rd, 4th and 9th proximal stent segments were misaligned with slightly raised struts; the 8th proximal stent segment was pinched inwards. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation, results: patient¿s condition affected effectiveness of device (85% stenosis, severe calcification); inherent risk of procedure (stent deformation); deformation issue. Conclusion: device failure related to patient condition (85% stenosis, severe calcification); known inherent risk of a procedure. (Stent deformation). (B)(4).